Event description:
This patient had a "c-tek anterior cervical plate" implanted at the c6-7 level for a fusion in about 2009. Chronic irritation from the front of the plate, which is not a smooth surface, resulted in an esophageal perforation. The barium swallow documents that contrast leaks from the patient's esophagus into the neck at the level of the plate exactly where the plate contacts the esophagus. FDA safety report ID#:(B)(4).